Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. In addition, the customer observed the insulin gauge fluctuate from 70 units to 100 units. There was no impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.